Event description:
The customer reported the "power and alarm silence buttons are flashing and the screen is dark." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. A potential electrical short in the speaker caused "audio speaker fault" errors observed in the log files.